Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm while attempting to deliver a bolus. Customer does not recall any significant event leading up to the alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.